Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) reported the system was not adding gas. The site was using house gas. The csr stated that all the lights on the system were blue. They attempted to power cycle, but the issue remained. The technical service engineer (tse) team viewed the system logs, and no errors were noted. The csr then stated that the site¿s other insufflator system was encountering the same issue. The csr stated that they thought something was going on with the house gas and might try the tanks. The csr ended the call before the issue was resolved. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the csr informed that they were present for the procedure. The da vinci insufflator was working normally. They did not see the insufflator give any errors. The gas was not flowing as pressures were reading 15, which was their threshold. The troubleshooting that was performed. They checked the house's gas, and everything was working normally. The patient body would not insufflate. They did not know why it would not insufflate. No leaks were observed. They were also unable to insufflate the patient body with a third-party insufflator. They converted to open surgery to continue. There was no harm or injury to the patient. The csr informed that there were no issues with the insufflator in the following procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) received message from the isi clinical sales representative (csr), and he stated that the patient wasn't even able to receive gas from another insufflator that was confirmed to be working. The issue is not with our insufflation but with the patient. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.